Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The heavily calcified lesion was located in the proximal segment of the right coronary artery (rca). The lesion was pre-dilated. The 3.0 x 20mm taxus liberte drug-eluting stent(des)was introduced, however, was unable to advance beyond the distal edge of the lesion. The stent delivery system was removed from the patient. The lesion was then re-dilated to a higher pressure with an unspecified angioplasty balloon, without success. The 3.0 x 20mm taxus liberte was being prepared to re-enter the patient, when proximal stent damage was observed. Therefore, the procedure was completed with a different device. No patient injury or complications were reported. The patient's condition was reported as stable.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The exact cause of the stent damage experienced during the procedure could not be determined. The root cause of the complaint incident is unknown. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.